Event description:
Customer called to get help programming the bolus wizard on the insulin pump. It was reported that customer is experiencing high blood glucose levels for organ failure, and hospitalization for reasons not mentioned in the report. Customer's blood glucose ranged from 69-573 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.